Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device wasn't returned, but the receiver that was used with the device has been received for evaluation on 04/02/2015. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the share direct receiver device (part number stk-dr-001/serial number (B)(4)/lot number 5198493), bring used with the complaint transmitter device, was returned on 04/30/2015. The returned share direct receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the diagnostic chart confirmed the reported event of an intermittent out of range signal. A definitive root cause could not be determined.